Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited noise reversion episodes on the ventricular channel. The device sensitivity was adjusted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.